Manufacturer narrative:
The abutment was not returned to us. Despite our research and requests, no information could be recovered to analyze the manufacturing process of the abutment. As the implant was still functional the implant should not have been explanted. The practitioner has been informed that a broken abutment extraction kit to remove a broken abutment fragment inside the implant does exist to avoid removal of the implant.

Event description:
A fragment of the abutment was blocked inside the implant. That is why, ultimately the practitioner decided to remove the implant. The implant has been placed in 37 position on (B)(6) 2014, and has been explanted on (B)(6) 2018.